Event description:
Upcoming revision surgery due to breakage of the stem at the cone. Revision surgery is planned for (B)(6) 2017. Update 2/20/2017: revision surgery was performed on (B)(6) 2017. Surgical history: - (B)(6) 2015: revision surgery due to infection with exchange of the ep-fit plus shell, insert and ball head (your ref. 9613369-2017-00015). - (B)(6) 2015: third surgical intervention (debridement, jet lavage, inserting refobacin-palacos-chain) due to infection (your ref. 9613369-2017-00014). - (B)(6) 2015: second surgical intervention (debridement, jet lavage, subfascial/subcutaneous drainage, removing refobacin-palacos-chain) due to infection (your ref. 9613369-2017-00013) - (B)(6) 2015: first surgical intervention (debridement, jet lavage, inserting refobacin-palacos-chain) due to infection (your ref. 9613369-2017-00012).

Event description:
Upcoming revision surgery due to breakage of the stem at the cone. Revision surgery is planned for (B)(6) 2017.